Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: spain. It was reported after the first visual check of the instrument and the attachment fragment, it appears that there is another small fragment missing which could be in the patient's body. All med watch submissions related to this report are: 9610612-2017-00219.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a bent thrust pm433204. Additionally we made a visual inspection of the jaw parts. Here we found a not laterally overlapping jaw. Furthermore, we found a visibly damaged blue ceramic with a broken off area and cracks. Additionally, we found a broken grey ceramic. Furthermore we made a visual inspection of the broken off fragment. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and these will result in the not overlapping jaw and ceramic breakages. There is the possibility of torsion or high leverage with the instrument. According to the quality standard, a production error and material defect can be excluded. No CAPA is necessary.